Manufacturer narrative:
The end user's sister reported that he was transferring from the bed to a wheelchair and he fell. The incident was unwitnessed but his right big toe was possibly caught in the gap between the head and foot frames on the bed. He suffered a right big toe fracture and also required 32 sutures on his toe. The mattress slid with the end user. It is unknown if the mattress was secured in the mattress retainers on the bed or if it was a medline device since the labels have been removed. Photos were received and evaluated. No manufacturing defects could be identified. No sample was received for evaluation. A root cause has not been determined, however transfer technique cannot be ruled out as a possible root cause. Due to the reported injury and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that while transferring from the bed to a wheelchair, the end user fell and his right big toe possibly got caught in the gap between the head and foot frames on the bed. He suffered a fracture and required sutures.